Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there was resistance at the foley catheter tip, making it difficult to remove, and no sterile water remained in the cuff during retrieval. It was difficult to remove. It was unclear how 3 west was removed. Per follow up information received via rcc on 16jan2026, stated that no balloon rupture was confirmed as only it was visual.